Manufacturer narrative:
Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. If pertinent information is later received, a supplemental report will be submitted.

Manufacturer narrative:
The removed blower motor (blower motor assembly) was returned to the failure investigation lab (fi). A visual inspection of the blower motor (blower motor assembly) revealed no obvious dust or debris on unit. No signs of mechanical damage of physical mishandling. No obvious indications of electrical overstress or overheating. No signs of wear on connector or cabling. The fi technician installed the blower motor (blower motor assembly) into a fi ventilator to duplicate the reported issue. Customer complaint cannot be verified. Returned blower passes all testing. Test ventilator operates normally and delivers breaths with this blower installed. No fault found.

Event description:
The customer called technical support (ts) reporting that the device has no flow, blower does not spin. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse recommended part numbers for the blower and mc pcba. The customer will try the blower first, then the mc pcba and repair unit. Further information is pending.